Event description:
During cryoablation procedure, the console showed system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician replaced the catheter and continued the procedure. When the device was returned, pressure testing revealed a leak through the guide wire lumen. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The device involved in this event is similar to the arctic front advance cardiac cryoablation catheter marketed in the us. The device was returned and was visually inspected and functionally tested. Failure files confirmed the system notice 50005 "leak detection" for the date of case. Bin files show that at least 7 injections were performed with the returned catheter. Visual inspection of the catheter showed blood between the inner and outer balloons. Smart chip verification indicated that the catheter was used for 7 injections. The catheter failed the performance test due to system notice #50005 upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping and twisted at the coil at 1.46 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.